Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral vein using three prostyle devices after an atrial fibrillation ablation procedure using an 8.5f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with all three prostyle devices. A surgical suture (8-shaped) technique was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly. The pre-close technique was not used when closing with a sheath greater than 8f. The preclose prostyle instructions for use states: the perclose proglide smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.